Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It is reported that a customer experienced low blood glucose of 32 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion sets. The customer was advised to monitor the insulin pump for any issues. No further information was provided.